Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contralateral side deflation.

Event description:
Healthcare professional reported a right exchange with no complaint against the device and later reported a deflation via device tracking. The device was replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified, striated opening on radius, punctured on anterior and opening crease smooth on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a punctured on anterior assessed, as surgical damage like. An opening crease smooth on anterior assessed, as fold flaw opening. A striated opening on radius assessed, as surgical damage.

Event description:
Healthcare professional reported, a right exchange with no complaint against the device. And later reported, a deflation via device tracking. The device was replaced.